Event description:
The customer reported to olympus, the gi scope had an image problem. Inspection and testing of the returned device found a gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection. The customer's reported problem was able to be confirmed. It was found that due to water invasion in the scope connector; the image fails. It was also found during the evaluation that the electrical connector has corrosion and that the flexible circuit board unit is dirty due to water leakage. It was also found that due to a pinhole on ch-tube; water tightness was lost. The evaluation also found that the acoustic lens is damaged, the distal end has a scratch and the adhesive on the a-rubber has a crack. It was found that due to wear of angle wire; bending angle in up direction does not meet the standard value. The universal cord has buckling and a dent. This investigation is ongoing. Follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.